Event description:
I rec'd a bard port MRI pre-attached catheter, 9.6 fr on (B) (6) 2010. It was placed during an outpatient procedure at (B) (6) hosp, (B) (6) by dr (B) (6) of (B) (6) surgical group. Placement was left subclavian. On (B) (6) 2010, the port was accessed to be flushed prior to chemotherapy. The saline flush caused pain and stinging at the port site. On the second attempted flush, some infiltration was visible at the chest. I was sent to the (B) (6)department on (B) (6) 2010 for troubleshooting. The cxr showed the port had separated from the catheter, and the catheter was floating in my left atrium. This required retrieval of the catheter, removal of the left chest broken port and then a new IV portacath placement at my right chest via the left internal jugular site. The original catheter had only lasted through 4 chemotherapy treatments, and I had an add'l 8 treatments remaining, requiring a new port be placed.